Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a friend of the pt via our affiliate in (B)(4). This report involves a female pt (age not provided) who was administered sculptra (poly-l-lactic acid) (therapy dates, dosage and indication were not indicated). No medical history or concomitant drugs were indicated. On 24-jan-08, a friend of the pt reported that her friend began treatment with sculptra and has presented with nodes. The reporter refused to provide any further info.